Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. Pd therapy was ongoing at the time of death. The cause of death on the death certificate was reported as cardiac arrest. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. A review of the device history revealed no nonconformities, failures, rework, or deviations that would cause or contribute to the reported problem. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the home patient passing away. Internal and external inspection was performed and no issues were noted. During the homechoice return instrument test / evaluation (rite), the device passed electrical and functional testing and was determined to meet performance specification requirements. The device underwent the cycler remote toolbox (crt) software was used to diagnose the device pneumatic system and all pressures were correct and stable. A short simulated therapy was performed and completed successfully. The product analysis lab (pal) analyzed the device and no failure, malfunction or iipv event was identified that could have caused or contributed to the reported issue of the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.